Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported in a journal article that a 67-year-old male patient underwent s-ICD implantation due to ischemic cardiomyopathy. He experienced an inappropriate shock about three hours after the operation. A review of the episode showed a contentious baseline shift and frequent oversensing of low-amplitude signals. A similar baseline shift, which could be induced by pressing the two incisions, disappeared after massaging the skin along the tract and pocket, indicating that there was subcutaneous air surrounding the proximal electrode. In addition, the sensing vector was changed from secondary to alternate, and no further inappropriate shocks were observed. No adverse patient effects were reported. The device remains implanted and in service.